Manufacturer narrative:
A partial lead was returned for analysis in two segments. Internal insulation abrasion under the rv shock coil was noted at 6.9-7.0cm from the distal tip. The sensing conductor etfe coating was intact at these locations. This is consistent with the observation from the field of noise and pacing inhibition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room not feeling well. Upon device interrogation, it was noted that the right ventricular exhibited noise, which lead to pacing inhibition. The lead was explanted and replaced. The patient was stable post procedure.